Event description:
Facility reported, pt was about 2hrs into hemodialysis treatment when dialysis machine alarmed. When clinical staff addressed the alarm, it was determined that the pts needle had become dislodged resulting in blood loss. Pt required CPR and was taken via "harvey team: to ICU at hosp."